Event description:
It was reported that an integrated apd set with cassette 3 prong leaked from the seal of its tubing. This occurred during priming and before patient connection. The leak was noticed after the patient line was lifted and inverted in response to observing a five inch gap of air in the line. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.